Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report: 2017865-2017-01645. Noise was detected on the atrial and ventricular leads. Abbott technical support reviewed the session records which indicate possible damage on both leads and recommended further lead testing to confirm the issue. No further intervention or testing was performed. The patient is stable.